Event description:
Additional information was received that the same day ((B)(6) 2013), a revision procedure was performed due to a suspected lead fracture on the right ventricular (rv) lead. During the procedure it was noted that the existing right ventricular (rv) lead was damaged due to a subclavian crush. The decision was made to abandoned the defibrillation portion of this lead and a new defibrillation lead was implanted. The right atrial (ra) lead did not give any reason to be replaced and remains in service. Together with the rv lead replacement, the patient also received a new pm (ingenio series, model number and serial number are not available). The patient did well after the procedure, and no further dizziness occurred or any other adverse patient effects.

Manufacturer narrative:
At this time, the rv and ra leads remains in service. A final report will be sent after information is recieved of the revision procedure. If the product is retured to boston scientific laboratory anlaysis will be performed to confirm and determine the root cause of this event.

Manufacturer narrative:
The abandoned rv lead was not returned to boston scientific and the right atrial (ra) lead remains in service therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead, reported feeling dizzy and was subsequently hospitalized. The device was interrogated and revealed a loss of capture (loc), noise, and an increase in thresholds and high pacing impedances greater than 2,500 ohms. In addition, noise was present on the right atrial (ra) lead; however all measurments were stable and with in range when this lead interrogated. It was noted that the ra and rv lead were placed near the subclavian vein and initially the physican suspected a subclavian crush of the rv lead. Upon further review, an x-ray was peformed and revealed that a rv lead fracture had occured and no damage was observed on the right atrial (ra) lead. A revision procedure will be performed in the near future to replace the rv lead. The pateint remains hospitalized and the leads remain in service. No additional adverse patient effects were reported.